Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection or bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient visited physician and was diagnosed with a infection. The patient's blood glucose (bg) values reached over 458 mg/dl while wearing the pod between 4 and 24 hours on the leg, when removed the pod's cannula was found bent. Symptoms reported include area was very red, raised, and had discharge. For treatment, the patient was prescribed amoxiclav (10mg), to be taken twice a day for 10 days.

Manufacturer narrative:
The returned was evaluated and no damages or defects were found that would cause infection. The exact cause of the reported event could not be conclusively determined. The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.